Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shaft broke. A renegade¿ hi-flo¿ kit was selected to be used and as the device was unpacked it was observed that the shaft was broken. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. The device was broken/damaged 34cm to 43.5cm from the strain relief. The shaft was not completely separated as the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that the shaft broke. A renegade¿ hi-flo¿ kit was selected to be used and as the device was unpacked it was observed that the shaft was broken. The procedure was completed with another of the same device. There were no patient complications reported.